Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the black box showed no evidence of a short battery life. A call service alarm occurred due to normal battery wear. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap threads were stripped and the cap was unable to fit to maintain an electrical connection. The cap was hard to remove when inserted. A test battery was used for investigation. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The pump cover was removed to find no intermittent conditions to the continuous glucose monitoring module or to the printed circuit board. The short battery life complaint was unable to be duplicated.